Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, the patient experienced a skin reaction with itching, burning sensation, rash, redness, inflammation and an infection under the entire sensor patch area. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2026, the patient went to the hospital, where the doctor assessed the skin reaction and prescribed an oral antibiotic, flucloxacillin, due to a severe infection. No photo or other details were provided. At the time of the report, the patient is now better. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.